Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer uses the temporary rate feature when they feel blood glucose (bg) levels are starting to go low. However, the customer alleged that after setting a temporary rate of 0%, the pump declares a minimum basal alert, and requested assistance on disabling the alert. Tandem technical support educated the customer that the alert is triggered when the active basal settings drops below 50% of the lowest basal setting, and the alert was unable to deactivated as it was a safety feature that was incorporated onto the pump. Multiple attempts were made by tandem technical support to obtain additional information regarding the customer's bg level; however, no further information was provided.